Event description:
It was reported that a tip detachment occurred. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion located in the liver. During preparation, when the physician took the device out of the package, it was found out that the tip of the device was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The device was loosely coiled without a carrier hoop. Device lot identification present on device hub. The device tip was inspected for any defects or damage, no defects or damage observed. A guidewire was passed through the entire device, no blockages or occlusion present. A microscopic examination of the device tip was undertaken, no damage or defects to the device tip present. The entire length of the device including the hub and shaft was inspected for any fm or defects; a kink in the catheter shaft was observed at the base of the strain relief. The strain relief was removed and the area underneath was inspected for any further defects, no further defects present. A microscopic examination of the catheter shaft as a result of the shaft kink was carried out, no tears or holes in the catheter shaft were observed. A coating confirmation test was carried out. No coating damage or missing coating observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip detachment occurred. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion located in the liver. During preparation, when the physician took the device out of the package, it was found out that the tip of the device was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).